Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an f101 arterial blood gas module failure occurred. As a result, the venous side was used to run arterial blood gas. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.